Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se device after a percutaneous coronary intervention procedure (pci) with a small-bore sheath. Reportedly, the clip was deployed; however, hemostasis was not achieved. It was noted that the clip might be deployed on the fat tissue. Manual compression was then used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.